Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited a noise reversion episode. The patient was asymptomatic. No intervention or additional information was reported.